Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler opened by the account. The visual inspection of the cartridge noted that the reload was fully applied. The safety interlock was triggered; the interlock was damaged. Microscopic inspection of the knife blade displayed no damage. The cartridge surface was cracked. The reload and instrument were cycled with acceptable results. The reload and instrument were applied to test media but the firing knob could only be advanced a small amount. Replication of the reported condition may be due to use in tissue thicker than indicated. This may also cause cracks in the cartridge. The IFU states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a whipple procedure involving the pancreas, the staples did not form correctly. Another reload was used and the same incident occurred. The condition was corrected by suturing. No reinforcement material was used.